Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) impedance measurements of greater than 2000 ohms, via the patient's home monitoring equipment. The patient was seen in clinic and underwent some programming changes as his thresholds had increased as well. Once the re-programming was complete, the impedances were once again within normal ranges. To date, no adverse patient effects have been reported.